Manufacturer narrative:
Continued additional e1 email address: (B)(6).

Event description:
Healthcare professional later reported "pain".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported a right side "deflation". Healthcare professional later reported "pain". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation: delamination of the diaphragm valve assessed as adhesive failure. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: white particles on the surface of the shell. Deformation observed. Crease flat observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side "deflation". Healthcare professional later reported "pain". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.